Event description:
It was reported that a review of the log files revealed that the driveline was disconnected at the start of the log file on (B)(6) 2023 from 10:34:18 - 10:34:23 and was reconnected to the system controller on (B)(6) 2023 at 15:31:29. This was consistent with a controller exchange.

Manufacturer narrative:
Related MFR: 2916596-2023-06065. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate ii system controller was not returned for analysis; however, a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 53 days (10 feb 2023 ¿ 04 apr 2023 per timestamp). The driveline was disconnected on events occurring 10feb2023 and the controller was shut down on 10 feb 2023 at 10:34:23. The controller was powered on and the driveline was connected to the system controller on 11 feb 2023 at 15:31:29. This is consistent with a controller exchange. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 22 aug 2023 stated that it is unknown as to what occurred on 10 feb 2023, and the serial numbers of the primary and backup controllers are unknown. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.